Event description:
It was reported that during interrogation of the device there was a software error message and the physician could not do a automatic guided restore. The device will be set for emergency therapy and will be replaced. No patient complications have been reported as a result of this event.